Event description:
Reporter stated that, after dropping strip vial in water , the print on the label smeared off. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.